Manufacturer narrative:
The field service engineer (fse) was on site on (B)(4) 2008 to (B)(4) 2008 to investigate the event. The fse performed high sensitivity (hs) system check and precision testing with both pt samples and quality controls (qc). Both testing has passing results that met published performance specs. The fse also reviewed pre-analytical specimen handling with the customer. No hardware issues were noted. A definitive root cause could not be determined for this event. This reportable event was identified during a retrospective review of complaints conducted between (B)(4), 2008 through (B)(4), 2010 for add'l reportable events.

Event description:
The customer contacted beckman coulter, inc. (Bci) in regards to erroneously elevated accu tni (troponin I) results generated on a unicel dxi 800 access immunoassay system for one pt. The customer re-ran the samples on a different instrument and the results were within normal reference range. The initial erroneously elevated result was not reported outside the laboratory. There are no indication of any adverse pt consequence or any medical intervention to prevent or preclude any adverse pt event.